Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6) revealed that there were anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37791 serial# unknown: product type recharger product ID 37761 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient that the replacement device resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: 37791, serial# unknown, product type: recharger. Product ID 37761, serial(B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that from the last couple months patient has been noticing its taking forever to charge their ins even when they ac complish full coupling bars. No troubleshooting could be done as the caller did not have the insr present at the time of the call. Caller confirmed no changes to ins pocket site. Reviewed option to transition to wr and notified field staff. In the meantime the patient will try a new recharger antenna to see if it improves charging difficulties. Email sent to repair department for recharger antenna. They informed that it is having to charge constantly to keep her battery at 100%.caller said it usually takes a certain amount of time to recharge. She didn't look to make sure the stimulator was 100% charged. The next time she had symptoms and they checked the battery and it was almost dead. Caller said the equipment isn't making a full connection. It is taking hours to make a full connection. Follow up info the patient rep called back and repeated that the patient got the recharger antenna replaced, but the recharger still was not working properly and was not allowing the patient to charge the ins. Earlier this afternoon when the caller was replacing the recharger antenna they noticed the desktop charger (dtc) connector pin broke. The caller thinks the dtc was the issue all along, they just didn't realize it until today. The caller noticed that the recharger was displaying a warning screen that indicated the ins was in a discharged stated and therapy had stopped. However, the caller did not notice a change in the patient's symptoms (the caller mentioned that the patient would get shake violently and get sick if therapy turned off).